Event description:
It was reported that, during external fixation surgery, three (3) smart tsf wire combi bolts sheared and broke at the nut. The procedure was resumed, without after a delay greater than 30 minutes using a s+n back up device. No injury was reported as a consequence of this issue.

Manufacturer narrative:
Internal complaint reference: (B)(4) the devices were not returned for evaluation. However, the photographs were reviewed and revealed that the reported devices are fractured. Device batch numbers were not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history of the previous 12 months revealed similar events for the listed devices, this failure mode will be monitored for future complaints for any necessary corrective actions.  A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate.  A historical review concluded that there are no prior actions related to these products and event. At this time, we have no evidence to conclude that the products failed to meet any specifications at the time of manufacture. These are single use devices, surgical technique or damage from misuse are likely potential factors that could contribute to the reported event. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.;;.